Event description:
It was reported that after approximately 20mm of a vascular stent had been deployed, the deployment mechanism would no longer operate. The handle was disassembled and an attempt was made to deploy the remainder of the stent by pulling on the deployment wire, but it was unsuccessful. There was no patient injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.